Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cable of battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6 (health clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not reading the a line. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not reading the a line. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.